Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed a kink in the imaging window at 90.8cm from femoral marker to the distal end and in the tip near exit port assembly at 97.7cm from femoral marker to the distal end. There was damage observed on the guidewire exit port assemble, during investigation, bloodstain was observed inside of the distal tip assembly. A test guidewire (0.014") was inserted and indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows a good unit wave form.. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects noted during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent had occurred. A 100% stenosed, severely tortuous, 25mm long with a reference vessel diameter of 2.5mm target lesion with no calcification was located at the left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose inside an unknown implanted stent. When the device was removed, the guidewire exit port of the device was caught with the distal edge of the unknown stent. The physician used an unknown guidewire to removed the device from the distal edge of the unknown stent. The device was completely removed from the patient and the procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent had occurred. A 100% stenosed, severely tortuous, 25mm long with a reference vessel diameter of 2.5mm target lesion with no calcification was located at the left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose inside an unknown implanted stent. When the device was removed, the guidewire exit port of the device was caught with the distal edge of the unknown stent. The physician used an unknown guidewire to removed the device from the distal edge of the unknown stent. The device was completely removed from the patient and the procedure was completed with another with same device. No patient complications reported and the patient's condition is good.